Event description:
It was reported through retrospective clinical study that patient was treated with remedial therapy (drug/transfusion) to solve swelling of the right knee. Event was marked as resolved with severity being mild.

Manufacturer narrative:
Correction based on new data received.

Manufacturer narrative:
Based on additional information received from the study site, which contained corrections to previously reported data, this event was re-determined and it was concluded that the reported complaint does not represent an event which requires reporting per cfr 21 part 803. For this reason we ask you to disregard report 1020279-2017-00498.